Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00538. It was reported that the patient underwent surgical intervention to have two trial leads implanted at t8-t9. The physician had difficulty placing the leads due to scar tissue. In addition, the patient had hardware located at t12-l1 so the physician was unable to attempt a lower entry point and elected to leave the leads at t8-t9. While in recovery, the patient had difficulty moving her right leg. The patient's physician elected to remove the leads and abandon the procedure as it was unknown if the leads were causing the issue.